Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned device matches the upn number provided by the customer. Visual inspection showed corrosion and damage to multiple splines. The electrical test was performed and the device failed the test. Magnetic sensor resistance test revealed that both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017 it was reported that teacking issues and bad electrodes occurred. A intellamap orion was selected for an atrial fibrillation ablation procedure. However many electrodes went bad on the catheter and the catheter would no longer track. The procedure was completed with another orion catheter. No patient complications were reported. However; returned device analysis revealed corrosion on multiple splines.